Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient reported device was implanted after expiration date. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and yellow particles material on the shell. A weight test of the device was verified, and the device was within specification. Based on the device analysis the final assessment is no issues found related with the manufacturing.

Event description:
Patient reported device was implanted after expiration date. The device has been explanted.